Manufacturer narrative:
(B)(4) - ansell healthcare products llc, is submitting this report on behalf of (B)(4).

Event description:
End user advised ansell healthcare llc that after using lifestyles skyn large condom she and her partner started to have pain and burning and needed medical attention. The doctor prescribed both an antibiotic and a cream.